Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp / 500mm. The incident occurred in marietta, georgia. Initially the affected unit was replaced by the customer with a spare one. A new unit was subsequently shipped to the customer and successfully installed it by the customer himself. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during procedure a s5 erc tubing clamp / 500mm gave an error message related to defective eprom (erasable programmable read only memory) and it was not reacting to manual inputs via the buttons nor it was responsive to actual alarms. There was no patient injury.

Manufacturer narrative:
According to the device service manual, the error code e102 indicates a defective eprom, and the involved components are: eprom; zka and zkb boards; a complaints database review was performed and no other issue has been submitted since device installation in 2019. Based on the above facts and considering similar complaints analysis, it cannot be ruled out that the reported issue was caused by a defective eprom or zka and zkb boards.

Event description:
See initial report.

Manufacturer narrative:
UDI related data quality updates only. D1. Brand name has been corrected and updated in the dedicated section.

Event description:
See initial report.